Event description:
Correction to previous complaint: the libre 3 freestyle sensor I applied on (B)(6) 2025 read extremely low readings and would alarm throughout the night. I felt extremely sick, and not all the sensors I used would display drastic changes in glucose levels (high and low) throughout the day, after eating, and while sleeping. Additionally, a few of the sensor's prongs bent during application (either not going into the arm or piercing at an angle) and/or would fall off early. All listed devices are available for return. The recall website listed they were not affected lots; however, I experienced issues with almost all devices - and they were connected to the mobile app. I stopped using them after the last incident in february and almost had medical decisions made for diabetes care. I initially was prescribed due to fatigue and low vitamin d levels. Patient codes: 1849, 2359. Device codes: 1535, 2981, 1068. Ref reports: mw5180183, mw5180184, mw5180185.

Event description:
Additional information received on 12/09/2025 for report mw5180186. This is a continuation of my previous complaint, as I found another box flap with manufacturing information. Just to confirm information of the devices that I received from (B)(4): lot: t60002669 sn: (B)(6). Exp date: 30-jun-2025 (B)(4).